Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03640 / 03641).

Event description:
It was reported that patient underwent a hip arthroplasty over 7 years ago. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, the disk drill fractured off the ultra drive hand piece and the hand piece showed a failure message. The surgeon opened the femur in half to remove the fractured disk drill resulting in over a 90 minute delay in the procedure. Cable implants were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.